Event description:
Additional information was received from the patient. They reported that replacing the programmer did not resolve the issue. They have to put another battery in their back which was planned for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they cant get the programmer to work. They said that the programmer initially was not powering on. They said they changed the batteries (confirmed they were using standard (B)(6) batteries). The programmer batteries were out of the programmer at the beginning of the call. The patient inserted the programmer batteries back into the programmer and confirmed the programmer powered on. The patient was getting a poor communication with and without the use of the antenna on the call. The patient reported that this started since they turned stimulation off for an x-ray procedure. No falls/trauma were reported. An email was sent to repair. The patient was redirected to their healthcare professional if replacement did not resolve the issue.